Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap appendectomy. According to the reporter: when removing the specimen bag, a piece of the plastic from around the rim of the hoop came off. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 250cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
Product is no longer available for return.

Manufacturer narrative:
Follow up was made for the return of the device. A supplemental report will be submitted with new details if they become available.